Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose related to non-tandem infusion set cannulas that were kinked. During hospitalization, blood glucose continued to remain elevated (300¿s mg/dl). Customer removed the infusion set and the cannula was not kinked. System check was performed with tandem technical support and the pump performed as intended. Cause for elevated blood glucose could not be determined. Customer was discharged from the hospital on (B)(6) 2019. Reportedly, customer worked with a clinical diabetes specialists to sample other infusion sets.